Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported infusion set tubing was detached from connector on (B)(6) 2024 . The infusion set was in use for 12 hours. Patient replaced infusion set and resumed insulin successfully no further information available.